Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance with a newly implanted right ventricular (rv) lead. Technical services (ts) reviewed the reports and noted there were also noisy signals on the shock electrogram (egm). Reports showed that the shock impedance was jumpy. Ts also noted a signal artifact monitor (sam) episode due to high out of range shock impedance. Ts provided potential causes and troubleshooting actions. The device remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).